Manufacturer narrative:
(B)(4). Method - lens work order search. Results - visual inspection of the returned product showed the lens was received stuck in the cartridge and the tip of the cartridge was damaged. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints found. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Evaluation method - device history review: results: the root cause of the scratched collamer iol (B)(4) is unknown. Based on the available information given within this complaint, the results of the DHR review, work order search, product evaluation, and after checking the tweezers used at the in-process and final inspection, there exists the possibility that the lens may have been damaged during removal from the lens vial or while being loaded into the cartridge at the facility. Any sharp tweezers or instrument used by the facility can cause this type of damage to the lens if the product is handled incorrectly. Quality engineering concludes that the probable cause is the facility most likely introduced this defect by inadvertently mishandling the lens utilizing a sharp tool during removal from the lens vial or during lens loading into the injector system. Conclusion: based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The rptr stated the (B)(4) collamer single piece lens was loaded and given to the surgeon who inspected the lens and noted a scratch. Surgeon changed to another same model lens and never attempted to insert this one. The rptr was uncertain as to whether the lens was damaged during loading or if it was received scratched.